Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (40 mg/ml at 9.991 mg/day) and unknown baclofen (800 mcg/ml at 199.83 mcg/day) via an implantable pump. The baclofen lot number wasn't provided. The pump's indications for use (ifus) were noted as intractable spasticity and multiple sclerosis. The consumer reported that when the patient's previous pump and catheter were replaced on (B)(6) 2013, the back incision site (for catheter placement) did not heal correctly; the incision opened up and it was discovered that blot clots had formed behind the incision. The consumer stated that the patient had type 1 diabetes which made healing very difficult. The clots had to be broken down and it was discovered that the patient had a system wide infection (sepsis). The patient was hospitalized for a week after this to allow the event to resolve. Follow-up was conducted for the baclofen type and lot number, the patient's pertinent medical history, the cause(s) of the improper healing, blood clots, and sepsis, and whether the issues resolved during the one week hospitalization. If additional information is received, a follow-up report will be sent.